Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of the yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test. Additional observations were that the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves and signs of corrosion were found on the instrument bearings. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that the fenestrated bipolar forceps had a rusty hook. There was no report of patient involvement.